Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited fluctuation of battery longevity. It was reported that the device went from a battery status of 7.5 years remaining three months ago, to a current battery status of 5 years. A boston scientific technical services (ts) verified that the patient was in atrial fibrillation (af) and explained that persistent high rate atrial sensing can cause higher current drain. Additional information indicated that save to disk was not done and that the patient will be re-evaluated six months after. This pacemaker still remains in service. No adverse patient effects were reported.